Event description:
It was reported that the subject device had an error 224 and an image problem. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: smash connector and scratched pins. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the reported failure was due to a smashed connector with scratched pins found during inspection. A definitive root cause could not be identified for the smashed connector and scratched pins. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had an error 224 and an image problem. There were no reports of patient harm.